Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen on the programmer was unresponsive. The programmer was rebooted, and the screen was then responsive. The programmer remains in use. No patient complications have been reported as a result of this event.